Event description:
It was reported that device is leaking noticed during compounding of the cassette. The leak occurred after completion of compounding, after addition of saline and drug, during airing out the device as the last step of compounding. The product fault occurred immediately on use. There was no injury to patient or clinician. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
One device received for analysis. During the investigation no damage or anomalies were found. Functional testing performed and found a leak was observed to be coming from the internal bag at the seal. The customer reported event was confirmed. The probable cause is due to inconsistent sealing of the internal bag during manufacturing.